Manufacturer narrative:
Correction to h3 from no to yes.

Manufacturer narrative:
The customer alleges that the controller was getting hot at random moments and that the battery was depleting overnight. The controller was returned with the battery depleted. The controller was plugged in and allowed to charge. The controller was able to charge, turn on, and boot up with no issues. Inspection of the android log files downloaded from the controller found evidence of issues with the battery life. The log files indicate that the controller battery would not last the required 36 hours after a full charge. It was observed that the controller was charged to 100% on 17-april-2025 at 22:26. On 18-apr-2025 at 07:16 the charge dropped to 27%. The drop in charge was 73% in about 9 hours. This indicates that the battery was not holding charge as expected. The battery temperature of the device was also investigated and it was found to be above specification at few instances. The controller was paired with an unused pod, which was paired with a cgm (continuous glucose monitor) emulator, and used under typical use conditions for 36 hours. The controller battery did not hold charge for the 36 hour battery life test. The controller ran for 35 hours 17 mins on its own power. The battery temperature levels were also investigated and the battery temperature levels did not go beyond specifications during the life cycle test. The exact cause of the reported battery not holding charge and the high battery temperatures could not be determined. Cloud - locked down/smartphone.. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported that the patient's personal diabetes manager (pdm) battery does not hold a charge. The pdm battery will deplete overnight and also gets very hot at 'random moments'. A replacement pdm has been sent to the patient.